Event description:
Additional information received reported the patient's battery was repositioned and they are now able to recharge and are getting good coverage and relief.

Event description:
It was reported a patient could not get any coupling bars when they were trying to charge at home. The patient had good stimulation and therapy results at a 3 week post-operation meeting. The patient was seen on (B)(6) 2014. It was confirmed that the implantable neurostimulator (ins) had flipped on edge. The patient had lots of adipose tissue. The health care provider (hcp) was looking to move the ins higher up on flank. It was felt that with the body type of the patient at the time, this option may have not been optimal for the patient. The patient¿s ins was in a discharged state because the patient couldn¿t charge the battery. Additional information has been requested. A follow up report will be submitted when more information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that along with the previously reported flipped battery the battery had also moved sideways. This was the reason for the revision.

Event description:
Additional information received reported the flip of the battery was confirmed. The patient had no symptoms other than her neuropathic pain. The patient was scheduled for a battery revision next week.